Event description:
It was reported by the affiliate that the (2) er420 were used during a laparoscopic cholecystectomy procedure. It was reported that the clips would not feed into the jaw properly. The case was completed with another device. There was no consequence to the pt.